Event description:
It was reported that a pt with an interstim device has been experiencing a shocking/jolting sensation in his lower back. This has been occurring since implant, when the device is on. Further info is being requested from the hcp.

Manufacturer narrative:
.